Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced concerns about hypoglycemia risk after the system recommended 12 units for a usual breakfast while approximately 10.73 units of insulin were already on board, with a preceding high blood glucose of 284 mg/dl and subsequent glucose around 228 mg/dl; education on accurate meal announcing and avoiding overcorrection was provided. Symptoms included anxiety related to potential low blood glucose. Outcomes included no hospitalization and ongoing monitoring with follow-up education. Investigation included review of device-reported history and user-reported events, as well as customer support follow-up and referral to the trainer. Investigation of this case revealed no device malfunction identified and suggested user-related factors, including insulin on board considerations and meal announcement practices, as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.